Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer called in to report a false negative result for a patient sample run on the aries sars-cov-2 assay. Data review: on 08/30/2022 customer pathologists regional lab contacted luminex technical support to report a potential false negative result for aries sars-cov2-eua assay, pn: 50-10047. Customer provided aries system support utility file and run files for the discrepant runs indicate lot ab6479a was the lot utilized. Customer stated a disagreement between panther results and the aries results. Customer has not provided confirmation data from a second aries run or from the third party system. Aries run sample ID: (B)(6). Result: sars-cov-2 negative. Consumable review: no false negative results were reported during aql testing of lot ab6479a on (B)(6) 2022. Lot ab6479a was assigned ncmr 61883 due to the failure of positive control testing results. Ncmr 61883 states that two of the six cassettes used for positive control testing failed to detect the orf1ab target as expected. The ncmr states that the failed detection was due to aged and degraded positive control sample material. The positive control testing was re-performed with a new lot of positive control material and all 6 cassettes detected both targets as intended. There are no additional complaint cases for false results for lot ab6479a reported in salesforce. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to a false result. Sample work-up: customer sample work-up information was not captured in this case. Conclusion: the root cause of the potential false result cannot be determined. There is no indication of a hardware malfunction. The lack of additional data from the customer stating how they confirmed the false result impedes further investigation at this time.